Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the patient had high blood glucose and the pump alarmed insulin flow blocked. The customer¿s blood glucose level was 530mg/dl at the time of the incident. The customer's parent treated the high reading with manual injection. The customer's blood glucose was 140mg/dl at the time of the call. The customer's parent reported that they were having issues with the sensor and insulin pump delivery. Customer's parent reported that they received an insulin flow blocked alarm during a bolus delivery of 10 units. The customer's parent reported the event was resolved by changing complete set. High pressure test was not completed. Displacement test was performed and passed. The insulin pump and reservoir will not be returned for analysis.